Event description:
Pt is very concerned about her loss. This brush system has a thick wire and loop at tip end to hold the bristles. The thick loop at the tip in this pt with tight interdental space has caused her discomfort. The pressure on tissue & especially bone will cause irreparable bone loss.